Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator graphic user interface (gui) was inoperable. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).